Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced recurring incontinence. The system was not working as expected due to a fluid leak. A replacement surgery was performed and, upon removal of the aus, a hole was identified in the tubing. All components were removed and replaced. There were no patient complications reported.